Manufacturer narrative:
During follow-up with the medtronic representative on 8/30/2016, he reported they were not able to replicate the issue, and the site is confident the frame did not move. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. During follow-up with the medtronic representative on 9/6/2016, he reported that the inaccuracy occurred a while after registration. They said that they were accurate immediately following registration, but sometime into the procedure, they became inaccurate. The medtronic representative reported that they had no merged exams, and their probes were not bent, as they were used in later cases with no issues. The doctor felt inaccurate in all locations, not just in one region. During follow-up with the medtronic representative on 9/12/2016, he reported that the site has had accurate cases since this issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced or returned for analysis.

Event description:
A medtronic representative reported that during a cranial resection procedure, after patient registration and changing the reference frame, inaccuracy occurred. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome reported. To troubleshoot afterward, in the 3.0 software navigation accuracy checked several times on blue head with tumor. Tumor resection procedure with tracer and pointmerge checked. Biopsy procedure with tracer and pointmerge checked. Navigation accuracy is every time exactly. The user specified error is neither occurred nor reconstructed. System shut down and start again for every new navigation procedure for test.